Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued multiple occlusion alerts overnight while the user was utilizing a teflon 32-inch inset infusion set, which persisted after an infusion site change and resolved only after changing all associated supplies; education was provided regarding correct assembly, as the user had been attaching the cartridge to the luer connector and then affixing both to the ilet simultaneously. Symptoms included no change in blood glucose. Outcomes included no clinical impact reported. Investigation included troubleshooting and user education on recommended supply change and assembly steps. Investigation of this case revealed that the alerts were consistent with an insulin delivery occlusion related to infusion set and connection assembly, and that improper assembly technique was a likely contributor. It was concluded, based on previously established findings for similar reports, that user technique contributed to occlusion and that correction through education resolved the issue.